Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image and electrical testing found the device went into backup mode due to an anomalous integrated circuit (ic). The cause of the ic anomaly could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was in backup vvi (bvvi) mode with no backup defibrillation operation. Abbott technical support was contacted, a device firmware reset was attempted, however the reset was not successful, and a device replacement was recommended. The device was explanted and replaced to resolve the event. The patient was stable.